Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's spouse also reported that they had high blood glucose episode which the emergency medical services were called. The customer's blood glucose was 23 mg/dl at the time of incident. The customer's blood glucose was 185 mg/dl at the time of call. The customer's blood glucose was 43 mg/dl at the time of hospitalization. The customer's spouse stated that the blood glucose reached 500 mg/dl during the high blood glucose episode. The customer's spouse stated that they might have over compensated with manual injection when treating the blood glucose. The customer's spouse stated that they were off the insulin pump prior to hospitalization for less than 48 hours. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.